Event description:
The caller reported that the blood glucose device gave a lower-than-expected reading during a hyperglycemic event. The dates are approximate. On (B)(6) 2024 the user received the following results within 15 minutes: 50 mg/dl (performa) and 401 mg/dl (pharmacy meter). The following day, on (B)(6) 2024, the user was experiencing symptoms of hyperglycemia and received a blood glucose result of 105 mg/dl on her performa meter, and did not feel the result was correct, so retested on the pharmacy's professional meter and received a result of 470 mg/dl within 15 minutes. After testing in the pharmacy, the mother immediately administered the user with 10iu of novorapid insulin to correct the high blood glucose results. However, at an unknown time, the user experienced nausea and lost consciousness. The parent then transported the patient to the hospital. The blood blood glucose results obtained at the hospital were not provided. The customer was admitted into the hospital for hyperglycemia and was treated with actrapid insulin and insulatard. The user was hospitalized for two days.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.